Manufacturer narrative:
The unit was received with a minor scratched lcd window, keypad overlay texture damage, fading serial number label, missing retainer and missing reservoir tube o-ring. The displacement test could not be performed due to the missing retainer.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
It was reported via phone call that a ring near the reservoir was off of the insulin pump. The insulin pump was returned for analysis.